Manufacturer narrative:
The investigation was unable to determine a definitive root cause. The issue was isolated to the three sample tubes obtained from the same patient at the same collection event. It is likely that an unknown interferent cleared from the patient¿s system by the time a new sample was obtained and tested on an alternate system a day later. The three patient samples are no longer available for testing. There was no indication of a vitros crea slide issue or a vitros instrument issue. The assignable cause of this event is unknown.

Event description:
A customer reported higher than expected vitros crea results were obtained from multiple samples from the same patient that were run on a vitros 5600 integrated system. Vitros crea patient sample results of 8.2, 7.8, 8.0, 5.24 and 5.26 mg/dl versus expected 0.76 mg/dl the higher than expected vitros crea result 8.2 mg/dl was reported from the laboratory. However, the physician questioned the result and crea testing was repeated. Biased results of the magnitude and direction observed may lead to inappropriate physician action if occur undetected. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).